Manufacturer narrative:
Correction: section b1 product problem should not have been checked off in the initial report.

Event description:
It was reported the patients left lead displayed low impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 to investigate. During the procedure it was determined the impedance issue was caused by the ipg. As a result, the ipg was replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
The reported event for impedance issues was confirmed based on the data shown in the ipg therapy delivery log, but was not duplicated during the lab analysis. From (B)(6) 2024 (implant date) through (B)(6) 2024, there were program status errors shown in the log that indicate there was an impedance issue. This same log shows the minimum, maximum and average amplitude of the output stimulation was 0ma, indicating that the ipg was not outputting any stimulation. Since the same leads and lead extensions were reused with the newly implanted ipg and everything worked fine, this indicates a potential issue with the way the lead extensions were inserted and terminated inside the ipg header. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.